Event description:
Pt c/o pus at exit site of peri h.l. When they removed IV, 24 g insyte autoguard - right hand. Rn noted lt phlebitis but no exudate. Pt saw md. Stated on phone to rptr that phlebitis was resolved. Rn started new hl in rt hand - there was no residual problem evident. Had slightly red IV site lt forearm from IV just removed. Pt discontinued this IV early due to pain. Rn noted moderate edema, tenderness, no erythema. Was admitted to hosp after c/o pus draining from rt hand IV site. Rt had edematous, red, warm, no exudate. Md called - instructed to continue moist heat.